Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm. Customer states that she had discrepancy between her sensor glucose 60 mg/dl and blood glucose 120 mg/dl. Customer states there was a bent sensor. Troubleshooting was performed, and the set will be replaced. No further information was provided.